Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #(B)(6), UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated it is not recharging the implanted neurostimulator. Patient stated it keeps saying it can't find the device since at least 2 days ago patient stated the recharger cord and the controller are getting very hot during recharge. Pt specified that the rtm cord is getting hot near the neck area where the cord goes into the paddle and the top of the paddle. Patient verified they are able to connect to ac power and charge the controller to 100% the issue was not resolved. An email was sent to the repair department to replace the recharging cord. No symptoms were reported.

Manufacturer narrative:
Analysis of the recharger, model 97755, s/n (B)(6), revealed. Product analysis found: found no issues with finding or charging ins and rms voltage at the h field probe. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.